Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the tray arm is blocked and the laser does not work. Event details and patient involvement are unknown. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system and was able to replicate the reported events. The company service representative found that the tray arm was blocked at the elbow. The company service representative adjusted the joints to resolve the issue. The company service representative found that the system displayed system message (sm) ¿laser controller 12 volt power error. Laser functions will be disabled¿. The interface breakout printed circuit board (pcb) was replaced to resolve the issue. The system was then tested and met all product specifications. Based on assessment, the product met specifications at the time of release. The root cause of the reported tray arm issue can be attributed to joints that needed adjustments. The root cause of the reported laser issue can be attributed to nonconforming interface breakout printed circuit board (pcb). (B)(4).